Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The report was provided from a social media post. The patient alleged she ¿almost died using this system, it was 90 points off so every time I gave myself insulin I shot myself down too far and went out many times not knowing what was going on, and had nurses taking care of me. Very dangerous. Well my last time I woke up in intensive care¿. Multiple calls and emails were sent to the customer to obtain additional information; however, the patient had not responded. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.